Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that x-rays discovered one of the patient's leads was fractured and another lead had migrated. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16002. It was reported the patient experienced ineffective therapy. In turn, surgical intervention may take place at a later date to address the issue.